Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 31july2019. The manufacturer's field service engineer confirmed the reported problem and replaced the touch screen assembly to correct this reported event.

Event description:
The customer reported a ventilator with a touchscreen failure. No patient involvement / harm.